Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty and that there was a crosswise fracture of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). Reported event was unable to be confirmed. Review of device history record and complaint history could not be performed as product identification of the device involved in the event is unknown. Root cause could not be determined as the information necessary to adequately investigate the event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned femoral component confirmed that it had fractured between the two pegs. Bone cement was present on part of the device but was not covering the area between the fracture and the shorter peg. Further analysis of the fracture surface identified the fracture was likely a result of fatigue. The analysis also identified there was not much interdigitation of the cement. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.